Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the implantable cardiac monitor stored an episode with a long pause; however, the patient was not symptomatic. The episode data was provided to the manufacturer and reviewed by a technical services representative. The episode appears to be false asystole with undersensing and later oversensing of noise likely due to intermittent contact with the tissue. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.